Event description:
The fe reported that the system has mixed and lost pt images. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was evaluated and replaced. The system configuration files were reloaded. The system was tested and found to be working as intended and returned to service.